Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during an implant procedure, while positioning the atrial lead, the atrial lead exhibited noise, high impedance, and loss of capture. After multiple repositioning attempts the physician removed the lead and replaced with a new lead. The patient was stable before, during, and after the procedure.